Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider the subject valve was "too large for the annulus". Per the operative report provided, it was felt that a 21mm pericardial valve would be acceptable. The subject valve was seated with some difficulty and the sutures were tied. It was felt that the coronary clearance was adequate. The ascending cross clamp was removed and it became evident that the patient had coronary dysfunction. The left ventricle appeared to be contracting but the right ventricle appeared to be moving poorly. The ascending aorta was then again cross clamped and cardioplegic solution infused in the aortic root as well as in the coronary sinus by transretrograde catheter. A single anastomosis was constructed to the right coronary artery. The ascending cross clamp was removed and the patient began contracting although the left ventricle appeared to be moving very poorly at this point. It was felt that there had to have been some perfusion down the left main coronary artery or the patient otherwise would not have shown signs of left ventricular contraction previously. However, it was felt that this was not a tenable situation and the ascending was cross clamped and cardioplegic solution was again infused into the aortic root, into the coronary sinus and down the coronary ostia directly. The ascending was opened and the 21mm subject valve was extracted. A 19mm edwards prosthesis valve was seated without difficulty and the sutures were tied. It was very clear that the left coronary ostia was patent, widely patent, and a coronary sucker could easily passed into it. The patient was then weaned and separated from cardiopulmonary bypass without difficulty. Tee showed normal right and left ventricular function and no aortic insufficiency or perivalvular leaks. The patient tolerated the procedure well and was taken to the ICU in good condition.

Manufacturer narrative:
Patient (B)(4) "coronary dysfunction". Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned to edwards for analysis, and therefore, the device could not be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. No further actions are possible with the available information.